Event description:
Caller reported a malfunction on the pump, identified as malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer will continue to use current pump for insulin therapy.